Manufacturer narrative:
(B)(4) follow up it was reported that the needle detached during vaccine administration. As no physical sample was returned, a comprehensive evaluation could not be conducted. However, three photographs were provided and reviewed by the quality team to support the investigation. One image depicts two packaging blister top webs, while the other two show a needle with the safety mechanism activated and assembled to a syringe. In these images, the needle is visibly detached from the hub and retained by the safety mechanism. A review of the device history record was completed for material number 305916, lot regx0370. The review confirmed that no deviations were identified during manufacturing, packaging, or quality control inspection processes. All required inspections were performed, and the lot met all release criteria. Additionally, no trend was observed related to the reported condition. Based on the investigation and photographic evidence, the reported issue was confirmed. However, due to the absence of a physical sample, a probable root cause could not be determined.

Event description:
It was reported that the bd needle sftygld 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material: 305916 batch #: regx0370 verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information xxx reference number (ID): (B)(4). Date of incident: 2025-10-03. Incident details: needle had detached while administering vaccine causing vaccine to leak down client's arm and once needle was removed from arm not able to deploy safety mechanism. Client had to be re-immunized to ensure full dose was given. Impact of incident: ["increased anxiety"] who was affected? Patient frequency of problem: first time other device/incident factors: invasive procedure? Yes procedure: immunization physician: xxx device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: xxx manufacturer code/model: 305916 serial or lot number: (B)(6). Device expiry date: 2027-09-30 supplier: xxx supplier catalogue number: (B)(4). Was the device retained? No. Investigation request expected type of investigation: lot review; report history/trend analysis; additional information provided: no injury to staff or client, except for the need to re-immunize the client.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. If a device evaluation and/or device history review is completed, a supplemental report will be filed.